Event description:
A patient's neurostimulator device was explanted and replaced. Upon removing the lead, it was noted that part of the sheath/silicone coating might have remained inside the patient, as the very tail end of the lead appeared frayed, or as four little hair sized fibers. The lead had been cut at the cervical area, and about 4 inches of the lead was removed. They then tried to pull the rest of the lead from the location of the device pocket. The lead had been disposed of. The patient's outcome was not reported, nor was the reason for the explant/replacement of the devices. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).